Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a filterwire stuck in lesion occurred. The target lesion was located in the occluded saphenous vein graft. A 300cm filterwire ez¿ was selected and advanced to treat the target lesion. During procedure, after the system crossed the lesion, it was noted that there was no possibility to pull the device back and open the filter. The device was attempted to be removed but severe resistance was encountered and could not introduced it back into the guiding catheter. After an unspecified guide catheter and introducer sheath was removed, the system was still in the femoral vessel. The physician performed open surgery and successfully removed the device. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found curved, wavy, and had been stretched approximately 6 mm on its proximal portion. The delivery sheath was found severely damaged and stretched. Three cm of the distal end of the delivery sheath was found detached. It was not returned with the rest of the device. The area of the break did not look like a clean-cut; the component was observed to be stretched when viewed under the microscope. It appeared likely to have been severely pulled before the break had occurred. This damage likely occurred as the device was being removed and is unlikely related to the reported difficulty in filter deployment. Approximately 5 cm of the wire was still inside the sheath, when measured from the exit port of the delivery sheath. The rest of the delivery sheath was found peeled away from the protection wire. Blood was found on the inside of the delivery sheath, and inside of the filter bag. The protection wire was found curved and kinked approximately at 14 cm, 17 cm, 25 cm, 125 cm and 155 cm, when measured from the distal end of the protection wire. The cis technician was unable to perform the sheathing/unsheathing test with the returned device due to the severe damages found. The filter bag was observed to be in good condition and met specification. The peel away test was also performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a filterwire stuck in lesion occurred. The target lesion was located in the occluded saphenous vein graft. A 300cm filterwire ez was selected and advanced to treat the target lesion. During procedure, after the system crossed the lesion, it was noted that there was no possibility to pull the device back and open the filter. The device was attempted to be removed but severe resistance was encountered and could not introduced it back into the guiding catheter. After an unspecified guide catheter and introducer sheath was removed, the system was still in the femoral vessel. The physician performed open surgery and successfully removed the device. No further patient complications were reported and the patient's status was stable.